Manufacturer narrative:
The customer reported that the trusystem 7500 surgical table dropped one inch during a surgical procedure resulting in unintended movement. There was no injury or procedural delay reported with the event. The trusystem 7500 surgical table is used during surgical procedures to support and position the patient to optimize surgical site access and visibility. During the inspection of the device by a hillrom technician found the device to be functioning as designed, the technician was unable to duplicate any problems or find any logs pertaining to this issue. The technician installed firmware on the device and the device was functioning as designed. In a surgical environment, a steady surgical field/surgical site is imperative. The unexpected/unintended sudden movement of the table could cause movement to the surgical field and site and possibly result in serious injury from surgical instruments in use at the time of the movement (sharp or electrical). Although this event did not result in injury, the reported event is reportable due to the potential for serious injury. The device was functioning as designed. Based on this, no further action is required.

Event description:
The customer alleged the column dropped 1 inch during a surgical procedure. No harm or impact to the procedure was reported. This report was filed in our complaint handling system as complaint (B)(4).